Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v524071 implanted: (B)(6) 2010 product type lead correction: b1: updated to "adverse event & product problem." Correction: h6: added imf code f2203. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. (Addition of img codes.) Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v524071, implanted:(B)(6) 2010, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experienced retention prior to the device. The retention has not worsened and catherization was not their standard of care. The patient was indicated for urinary incontinence, urgency and frequency. The cause of lack of therapy was possibly due lead migration or fracture. X-ray was performed and the reported issue was not resolved but no further action will be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is at 3.1 volts and is peeing in their pants as we speak. They were at 2.7 volts for the last six months. Ever since the day they went in and replaced the stimulator battery, the patient had not got relief of symptoms. They had no falls or accidents. Patient had several issues going on. They said, they couldn't pee and the doctor gave them medicine to relax so they could pee called flowmax. Then, it got better but the patient doesn't know if they checked the leads once they put it in. Agent did not ask about the circumstances that led to the reported issue. Asked when the patient adjusted it to 3.1 volts and they said today. Asked if the patient increased it to where it was slightly uncomfortable and then backed it off to where it is comfortable and they said no. Patient on the call increased it to 3.3 on program 7. They said they could feel the stimulation in the vaginal area it was noticeable but didn't hurt. Told the caller to monitor their symptoms for a couple days and see if the symptoms improve. The patient has an appointment with the doctor on friday at 10:45am. The patient had requested that a manufacturer representative be there. Told the patient if they are not better by the appointment see what the doctor and representative recommend for them.